Manufacturer narrative:
The customer stated that the reported patient sample was low in volume and had foam. The customer did not run level 1 qc on the date of the event. Good laboratory practice precludes running and/or reporting patient results when qc has failed or not been performed. The investigation determined the event was consistent with a preanalytic issue at the customer's site (sample quality). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter alleged discrepant elecsys hbsag ii and elecsys anti-hcv ii assay results for three patient samples tested on the cobas e 411 analyzer (rack system). This medwatch is for the elecsys anti-hcv ii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys hbsag ii assay. Patient sample 1: the initial result from the analyzer was 33.89 coi (reactive). The first repeat result from a mini vidas system was 0.06*. The unit of measurement and/or interpretation was not provided.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.